Event description:
It was reported that during a laparoscopic assisted low anterior resection procedure, the staples did not form completely across the rectal stump. The procedure was completed by hand-suturing. Patient has temporary colostomy.